Event description:
Reporter stated that 3 sets of back-to-back tests were performed on suspect device, using patient capillary samples, with results of: 33 mg/dl, 112 mg/dl, 11 mg/dl,109 mg/dl, 87 mg/dl and 215 mg/dl. No patient info was provided. Reporter did not know if quality control testing had been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.